Event description:
Removal of endosseous dental implant. Implant was placed in class 3 bone during a routine procedure on 2/16/96. The clinician reports that the implant was osseointegrated at the time of final prosthesis insertion. A month or two later, the patient felt or heard a "pop" and noted a loose crown. The implant was removed on 1/17/97 due to loss of osseintegration. The clinician states that the failure may be due to overload on the implant from the force of the patient's posterior occlusion.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in thr scientific literature.